Event description:
Caller reported a malfunction on the pump, labeled as malf 0, which cts helped reset. There was no adverse impact to the customer¿s blood glucose level. After resetting the pump, the malfunction code did not recur, and the customer was able to continue using the pump. Cts provided instructions for future issues, and the caller acknowledged and understood.